Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number:tft30101. Synthes lot number: e19di1433. Supplier lot number: n/a. Release to warehouse date: 03jun2020. Expiration date: n/a supplier: eit.. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the implant insertion sh connection (p/n: tft30101, lot #: e19di1433) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the entire threaded portion of the tft30101 c tlif implant inserter pin sh connection was broken, and the broken fragment was lodged inside the implant inserter (p/n: tft30101 a) and the knob (p/n: tft30101 b). There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: during the functional test, the knob connection component was failed to disassemble from the inserter due to broken inserter pin. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - trial implant inserter sh connection tft30101. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion. The complaint condition is confirmed for the implant inserter sh connection pin (p/n: tft30101, lot #: e19di1433). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the implant inserted was found to be broken. The inner shaft broke at the shaft-thread junction. The issues was found in sterilization after a procedure. There was no patient or surgical impact. This report is for one (1) implant inserter sh connection. This is report 1 of 1 for (B)(4).